Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient experienced dizziness. The cgm was reading 86 mg/dl and the blood glucose reading was 40 mg/dl. The patient's spouse called emergency medical service (ems) and the patient was treated with honey by ems. Once the bg normalized, ems left. There was no documentation of further medical intervention. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.